Event description:
C5-7 with skyline performed by dr (B)(6) on patient dob (B)(6) 1961 on (B)(6) 2014. The right side c7 screw loosened and backed out. The screw was removed on (B)(6) 2014 and the remaining 5 screw and two level plate remained in the patient.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Retained by surgeon.